Event description:
Event description guidant received information that during an elective implantable cardioverter defibrillator (ICD) replacement procedure, this right ventricular lead was capped and replaced due to loss of capture.